Event description:
It was reported that the patient underwent a revision on his artificial urinary sphincter (aus) due to the cuff having a pin size hole. The medical team discovered the hole by injecting saline into the cuff and observing saline squiring out of the cuff. It is unknown how the hole occurred. No patient complications were reported in relation to this event.